Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported that the pt had swelling and discomfort from her implants for some time and suspected focal region of intracapsular rupture involving the right breast. The device still remains implanted.

Manufacturer narrative:
Device photo analysis: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "small amount of peri-implant fluid". Patient reported right side "replacement due to recalled breast implants". Healthcare professional additionally reported right side "early double capsule formation with resolving hematoma following capsular tear".

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "peri-implant fluid."